Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2023-00303. Section b. Box 5. Describe event or problem. Evaluation of the returned ace68 revealed that the distal end of the catheter was fractured off and was not returned for evaluation. Evaluation of the provided photograph revealed that the guidewire and non-penumbra microcatheter were inside the fractured ace68. If the ace68 is advanced within tortuous patient anatomy, resistance may be experienced, and the guidewire may puncture the catheter. This may contribute to additional resistance during use of the device. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68), a non-penumbra microcatheter, a sheath, and a guidewire. It should be noted that the patient's anatomy was tortuous. During the procedure, while advancing the ace68 towards the target location over a bend in the carotid siphon in preparation for the second pass, the physician noticed under fluoroscopy that the guidewire punctured the distal end of the ace68. Therefore, the ace68, the microcatheter, and the guidewire were removed together from the patient. The procedure was completed using a non-penumbra catheter and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68), a non-penumbra microcatheter, a sheath, and a guidewire. It should be noted that the patient''s anatomy was tortuous. During the procedure, while advancing the ace68 towards the target location over a bend in the carotid siphon in preparation for the second pass, the physician noticed under fluoroscopy that the guidewire punctured the distal end of the ace68. Therefore, the ace68, the microcatheter, and the guidewire were removed together from the patient. The procedure was completed using an indigo system aspiration catheter 6 (cat6) and the same sheath. There was no report of an adverse effect to the patient.